Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patients body without any problem. The procedure was completed with a different device. No patient complications were reported.